Event description:
It was reported that the right ventricular lead exhibited an increase in threshold to 3.0 v, 0.5 ms within two months. There was also a gradual decline in sensing. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.